Event description:
A report was received that the pt's precision system was explanted due to lead migration and that the ipg would not hold a charge. During the explant, one of the percutaneous leads was broken by the base of the contacts. The pt was implanted with a new precision system.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore, they will not be returned for eval.